Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture (baker grade unknown) in her left breast. The patient reported that the left breast is painful, very hard, and very uncomfortable. If she bumps her breast, she can almost feel pulling. Her breasts are not symmetrical and the right breast droops. In addition, the patient reported that the day after implantation surgery, she had extreme swelling and bruising that lasted for a week. The swelling went down to her belly button and up to her neck. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.